Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, when the pga of a 5f exoseal vascular closure device (vcd) was deployed it did not settle into the blood vessel and came up when the device was removed. Manual compression was performed after the product was removed for hemostasis. There was no reported patient injury. There is blood on the product, deployment button and sheath. The device was used and plug is lost. The device is being returned for evaluation.

Manufacturer narrative:
As reported, when the pga of a 5f exoseal vascular closure device (vcd) was deployed it did not settle into the blood vessel and came up when the device was removed. Manual compression was performed after the product was removed for hemostasis. There was no reported patient injury. There is blood on the product, deployment button, and sheath. The device was used and plug is lost. Additional information was requested but not provided. One non-sterile vascular closure device 5f - us was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the unit was already inserted into a non-cordis csi (catheter sheath introducer), the button/deployment lever on the device was pressed and the plug was not present on the delivery shaft, which was found with dry blood residues, with the indicator wire retracted. The indicator window was received on white/black/red position and the cowling guard was found unlocked. No other anomalies were observed during the analysis. The reported event by the customer as ¿plug ¿ inaccurate placement¿ could not be confirmed since due to the nature of the complaint, the event reported could not be properly evaluated. The device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. With the limited information provided, and with no procedural films, the cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. The product analysis does not suggest that the reported failure could be related to the manufacturing process of the unit. No corrective or preventive actions will be taken.